Manufacturer narrative:
(B)(6). Product is not distributed in the united states. Three devices were returned for evaluation. No suture or t¿s were returned, just the inserters. On each device the actuator is in its post t2 position indicating a complete deployment. The devices were functionally tested for proper actuator advancement and cycling and were found to function as intended. The failure mode cannot be confirmed. A review of the device history records was performed which confirmed no inconsistencies. After the evaluation the root cause could not be determined. The company will continue to analyze additional complaints as they are reported. (B)(4).

Event description:
During a meniscal repair/acl procedure utilizing a fast-fix 360 curved needle it was reported that as the surgeon was backing up the device slowly without touching the trigger, the second implant kept floating in the joint. The surgeon had to switch to the ultra-fast-fix to solve the problem. The case was completed with a backup device. There was no patient injury reported. There was a 10 minute delay in completing the procedure.